Event description:
It was reported that approximately seven years post a port placement, the catheter allegedly broke off. It was further reported that a part of the catheter allegedly left inside the patient. Reportedly, the patient allegedly experienced stroke after removal of the port and it was unknown whether the broken catheter segment caused the stroke. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately seven years post a port placement, the catheter allegedly broke off. It was further reported that a part of the catheter allegedly left inside the patient. Reportedly, the patient allegedly experienced stroke after removal of the port and it was unknown whether the broken catheter segment caused the stroke. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported complete break of the catheter in the artery and difficulty in removal issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling: adequate a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states that: note: recommended veins for arm placement are cephalic, basilic, or medial cubital basilic. Note: recommended veins for chest placement are internal jugular or lateral subclavian. If the artery is entered, withdraw the needle and apply manual pressure for several minutes. If the pleural space is entered, withdraw the needle and evaluate patient for possible pneumothorax. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.